Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number h10i16070 with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of the patient made who made a mistake (touch contamination) and peritonitis in patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced a mistake and touch contamination. On an unknown date, the patient developed peritonitis. The patient was receiving unspecified antibiotics for the peritonitis (type, route, and frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The outcome of the patient made a mistake and touch contamination was not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/touch contamination.